Manufacturer narrative:
Follow-up # 1 ¿ (02/13/2015). The patient¿s meter and test strips have been returned on 2/2/2015 and 1/28/2015, respectively, and evaluated by lifescan product analysis on 2/4/2015 and 1/29/2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch vita enhanced meter read inaccurately high compared to their feelings and/or normal readings. This complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue first occurred at 8:45pm on (B)(6) 2015. At this time, the patient obtained a blood glucose reading of ¿215mg/dl¿ on the subject meter which was higher than their normal readings of ¿115-145mg/dl¿. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results. In response to the alleged inaccurately high subject meter result the patient stated that they increased their dosage of ¿novorapid¿ insulin by taking an additional ¿14 units¿. Two hours after taking this additional insulin the patient suffered symptoms of ¿sweating, impaired vision and loss of balance¿. In response to these symptoms the patient self-treated by having some orange juice at 11pm. The patient stated that their next two blood glucose results on the subject meter (122mg/dl at 1:15am on (B)(6) and 133mg/dl at 7am on (B)(6)) were back to being within their normal range. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and, when walking through a control solution test with the patient, the results did not fall within the acceptable control solution range for this test strip lot. The patient¿s products were requested for evaluation. This complaint is being reported because the patient obtained a blood glucose reading on the subject meter which they felt was inaccurately high, took action in response to this result, and then suffered symptoms suggestive of serious injury after the alleged product issue began.